Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the lens missing a piece of a haptic. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2, -12.5 diopter tore during the loading process. There was no patient contact and the back up lens was used with no problem. The reporter stated that the cause of event was unknown.